Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the hp052, using a hdh05, emitted a solid tone. The test tip was used on the hp052 and the solid tone was still heard again. There was no consequence to the pt.